Event description:
An attempt was made to deploy a 3.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent in to a pt. The target lesion located in the rca #3, was described as moderately tortuous, and moderately calcified with 90% stenosis. It was reported that there was a previously deployed endeavor rx stent in the rca #1. Another manufacturer's stent was deployed at rca # 4 crossing through the previously deployed endeavor at #1. Then the relevant device was advanced in order to deploy the stent at rca #3; however, some resistance was experienced at rca #1. The physician withdrew the relevant device and noted that the stent had been dislodged. The physician dilatated the dislodged stent with a balloon catheter and retrieved it using a snare. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4): eval results: endeavor rx stent previously deployed at rca #1. Stent dislodgement. Conclusion: endeavor rx stent previously deployed at rca #1. (Secondary intervention: the physician dilatated the dislodged stent with a balloon catheter and retrieved it using a snare. Eval summary: medtronic has received the device and its analysis has been completed. The stent was severely stretched and damaged.